Manufacturer narrative:
Block b3: exact date unknown, event occurred late of december 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an implantable pulse generator (ipg) repositioning procedure. Patient recovered and tolerated the procedure well. No devices were explant or replaced.